Event description:
Patient on dilaudid pca post-op. Patient drowsy but arousable, however pca medication changed to morphine. Rn entered data regarding dosage concentration incorrectly; patient transferred to higher level of care; patient discharged home (B)(6) 2007 in stable condition.